Event description:
The physician reported that the patient's case was extensively evaluated by neurology, neurosurgery, MRI, and neuropsychology and it was felt that the patient was a good candidate for gpi dbs (deep brain stimulation). She was recommended for staged bilateral lead placement for optimal targeting of each hemisphere. She underwent right gpi lead placement without complication on (B) (6) 2010, and returned for left gpi dbs lead placement on (B) (6) 2010. During this procedure, there was a cortical vein that bled on opening dura that was coagulated and residual bleeding controlled with gelfoam, but this was not considered extraordinary. The patient initially was well following surgery but became progressively somnolent and weak on the right side later that night. An emergent CT demonstrated she had suffered a hemorrhagic venous infarction in her left frontal lobe. She required intubation for airway protection and control of pco2. She had remained in the neuro ICU since the event, where she awakens, follows commands on the left, has right hemiplegia, and was being weaned from the ventilator and followed with serial CT scans. The infarct involves supplementary motor area, but appeared to spare primary motor cortex, which implied a good prognosis for motor recovery. Prognosis for speech was uncertain, and the patient was at increased risk for additional complications such as pneumonia or dvt while impairment persisted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).